Event description:
During a left premature ventricular contraction ablation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. After the last lesion, the patient began to feel unwell, experiencing heat and nausea and subsequently vomited. A transthoracic echocardiogram was performed which revealed a pericardial effusion surrounding the right ventricle lateral wall (measuring approximately 12 mm). The patient was intubated under general anesthesia and a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the intensive care unit and is recovering well. The physician assumes that the pericardial effusion came from coronary sinus catheterization or from lesions inside the distal part of it.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.